Event description:
It was reported that a syringe 60ml ll tip 1ml had scale marking issues before use. The following was reported by the initial reporter: "syringe ink was wrongly printed. Syringe ink was wrongly printed on the barrel.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-11. Investigation summary: a device history record review was performed for provided lot number 140903. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, three physical samples and one picture sample was received for evaluation by our quality team. One sample came in an opened packaging blister it is filled with a drug; possibly anti drug. The other two samples came in sealed packaging blisters. A visual inspection was performed and the sample filled with the drug has black specks. It is degraded resin embedded in the barrel. The other two samples have embedded degraded resin at the barrel flange - one of them has also the degraded resin in different areas of the barrel. It is not ink. One photo was provided that shows two of the samples received. The cause for this defect could have resulted during the syringe molding process where the embedded degraded resin can build up in the hot runner system and break loose and become molded into the components.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 60ml ll tip 1ml had scale marking issues before use. The following was reported by the initial reporter: "syringe ink was wrongly printed. Syringe ink was wrongly printed on the barrel."